Event description:
It was reported that the patient was at the doctor's office for reprogramming the device and to turn it up to three volts. The reporter stated that the patient was doing well and the battery level was at 2.89 volts. It was reported that when the device was interrogated with the patient programmer an eri (elective replacement indicator) popped up. It was noted that eri was supposed to trigger at 2.6 volts. The reporter stated that the patient wasn't having therapy problems. It was noted that the first day they had seen eri was the day of the report. The next day, it was reported that the patient's health care provider (hcp) confirmed the eri message on the patient programmer and did not know if there had historically been any shorts in the electrode impedances. It was noted that the hcp was thinking about replacing the device. Two weeks later, it was reported that no action was taken. The device voltage was at 2.89 volts and the physician decided not to replace the device. It was noted that the patient was still receiving therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v641090, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).